Manufacturer narrative:
B2. H10: additional information received. There was a ruptured right superior cerebellar aneurysm. Three coils were used. Two deployed within the aneurysm, but the third detached during manipulation and deployed mostly outside the aneurysm. The patient developed strokes in the cerebllum, pons and occipital attributed to the coil tail/stent. Patient recovering from ventriculoperitoneal (vp) shunt revision procedure. The instructions for use (IFU) identifies stroke, clot formation, and coil misplacement as potential complications associated with use of the device.

Manufacturer narrative:
Additional information indicated: "the patient had late ischaemic events with stroke in the posterior circulation, very likely related to the requirement to manage the coil tail with a stent."

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery pusher was not returned to the manufacturer for analysis. Three fluoroscopic images were provided, which demonstrate a section of coil tail extending from the superior cerebral artery to the vertebral artery. It could not be determined if the coil detached using a detachment controller or from excessive force. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization to treat an aneurysm in the superior cerebellar artery (sca), the embolization coil detached during retraction while repositioning. A stent was deployed in the vertebral artery to secure the coil tail to the vessel wall. There was no reported patient injury or sequela. The current condition of the patient is reported to be "stable, good."